Event description:
Litigation papers allege patient suffered symptoms and damage to her body including but not limited to severe pain and discomfort in her groin, thigh, knee, lower back, and hip; inability to sleep on her right side; clicking, grinding and popping of the implant when she walked and went to and from a sitting position; infection and inflammation of bone and tissue surrounding the implant; metallosis; inability to weight-bear on the right leg; lack of mobility; constant fatigue; dizziness; heart complications; and severe chromium and cobalt metal toxicity. Update: 3/27/2012 - medical records were received. The revision operative report indicated that the patient's femoral component was found to show micromotion and was loose. Additionally noted was a large area of osteolysis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.